Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting. Upon eval, there was corrupted data on the flash memory. The cause of the resets is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the corrupted data. The pt was issued a replacement battery charger.

Event description:
During investigation into a (B)(6) male pt's charger, which was returned for an unrelated issue, a reportable problem was discovered. The charger/modem was resetting. The pt was issued a replacement charger/modem.